Manufacturer narrative:
The events occurred two to three (2-3) months prior to the reported event. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-three (23) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured between august 08, 2018 - august 09, 2018. The actual device was not available; therefore, a device analysis could not be completed for the actual samples. However, five (5) unopened companion samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on one (1) random companion sample and no leak was observed. The reported condition was not verified for the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.